Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed that the subject device could not communicate with the processor due to the faulty cable unit, but the exact cause of the reported phenomenon could not be identified.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that no image was displayed and unable to recognize camera head since the cable unit was faulty. There was no report of patient injury associated with the event.